Manufacturer narrative:
The handpiece has not yet been received at the MFR for testing. An eval will be conducted upon receipt of the device, and a f/u report will be submitted if the results of the quality investigation require one.

Event description:
It was reported that the handpiece began overheating during a surgical procedure. No add'l info is available from the account. Adverse consequences are unk, but at this time there have been no known adverse consequences reported to the MFR.